Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The powercross balloon tip fractured in the sheath upon removal post inflation. The physician then put a .018 wire through the sheath to maintain access. The physician then removed the sheath over the .018 wire along with the tip of the balloon which was still in the main body of the sheath. A new sheath was placed and the physician completed the procedure.